Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke after the physician made a few deployment applications. The implant had not been properly connected to the inserter. The patient had been sedated under general anesthesia for the procedure. The physician decided to abort the procedure and removed the broken implant. There were no patient complications postoperatively.